Event description:
Foley came out with balloon inflated.

Manufacturer narrative:
It was reported by the customer contact that on (B)(6) 2023 "foley came out, balloon fully inflated". It was reported that due to this, the foley was replaced. There was no injury reported related to the incident. A sample was requested to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.